Event description:
It was reported that when using the bd pyxis¿ medflex 2000 patient's profile was inactive. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) connected with the pharmacist and medbank support to resolve the issue where the user was unable to retrieve medication due to insufficient override access. The original patient profile was reactivated, override access was updated to allow high alert medication issuance, and the duplicate patient profile was deactivated. The issue was successfully resolved. The system functioned as intended after technical support specialist assisted the customer to resolve the issue.